Event description:
Ems personnel were attending to a conscious, talking pt. An attempt was made at monitoring the pt's ECG and allegedly the device displayed a flatline instead of the expected rhythm. A backup monitor was obtained and used to monitor the pt. The pt was transported to the hospital without further incident.